Manufacturer narrative:
As reported, the balloon of the 3 x 80 mm 150 cm saber percutaneous transluminal angioplasty (pta) balloon catheter burst at six (6) atmosphere pressures in a severely calcified lesion in the superficial femoral artery (sfa). A new saber pta balloon catheter was use and worked well with no issue. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The vessel level of calcification is severe. The vessel level of tortuosity is mild. The device was stored properly per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17709374 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified lesion with mild tortuosity) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of the saber pta (3 mm 8 cm 150) balloon catheter burst at 6-atmosphere pressure in a severely calcified lesion in the superficial femoral artery (sfa). There was no reported patient injury. A new saber pta balloon catheter was use and worked well with no issue. The target lesion was the superficial femoral artery (sfa). The vessel level of calcification is severe. The vessel level of tortuosity is mild. The device was stored properly per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The product will not be return for analysis.